Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight of the device within the specification, a curved opening on the anterior side, wear abrasion, and encapsulation. A visual and microscopic analysis were performed which identified a striated opening on the anterior side and fold creases. Based on the device analysis, the final assessment is a striated opening on the anterior side due to surgical damage consistent with the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade unknown, rupture, and patient concern regarding textured implants. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "leak," capsular contracture, baker grade unknown, and a "great deal of concern regarding the news reports of lymphoma and textured breast implants." Device has been explanted.